Event description:
It was reported that the pump backlit display was not visible, which prevented customer from reading or interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for backup insulin therapy.